Event description:
Olympus was informed that during an unspecified procedure, the device stopped working and an error message of "replace hand piece" appeared. The procedure was successfully completed using a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was severely worn and partially detached from the upper jaw of the grasping section. However, no metal was exposed. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.